Manufacturer narrative:
Insulin pump received with loose and flush drive support disk. Insulin pump received with minor scratches lcd window and missing end cap sticker. Insulin pump was perform prime test, due to drive support disk anomaly.

Event description:
It was reported that there is damage to the drive support cap and it is sticking out. Customer's blood glucose reading was 350 mg/dl the day before the call. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).